Manufacturer narrative:
(B)(6). Occupation: non-healthcare professional. PMA/510k # k170622. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during efforts to achieve post-partum hemostasis using a bakri tamponade balloon catheter, the balloon broke in the body. Prior to bakri tamponade balloon catheter placement, the patient had experienced an 800ml blood loss, and was given an unspecified dose of oxytocin IV drip. The balloon was placed through cesarean section and the uterus was sutured after placement of the balloon. After the uterine suture, 200ml saline was injected into the balloon. During injection of another 50ml of saline, the balloon "broke in the body". After removal of the balloon, a vertical fracture was found in the balloon material starting from the position of the junction. It is unknown how the procedure was competed. The patient did not experience any adverse effects as a result of this alleged product malfunction. Additional details have been requested about the patient and event. No additional information has been provided at this time.

Event description:
There has been no new event information received since the last report was filed.

Manufacturer narrative:
Investigation/evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, drawings, the device history record, instructions for use, and quality control data. One device returned for investigation. Visual examination noted a 4cm split in the seam of the balloon starting 2 cm from distal end of balloon. Additional photos were taken under higher magnification to examine the split in balloon material. The split in the balloon material shows evidence of being punctured with a sharp instrument. This generated a hole in the balloon material that would grow into a split under pressure during inflation. The device history record was reviewed and no non-conformances were found that would cause or contribute to the reported failure mode. A complaint history search revealed this is the only complaint associated with the complaint device lot. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: trans-abdominal placement post cesarean section 4. Close the incision per normal procedure taking care to avoid puncturing the balloon while suturing. There is no indication that a design process or related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The complaint was confirmed based on evaluation of the returned device. The investigation conclusion is cause traced to user; failure to follow instructions. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information added to: this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information: the procedure was completed with another balloon, and homeostasis was successfully achieved. The patient recovered well. The patient's total blood loss during this event was 1500ml.